Manufacturer narrative:
(B)(4) d10: 40mm poly liner plus 6mm ofs cat# 00434904006 lot# 67002712. G2: foreign - event occurred in australia. H6: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 7 weeks post-implantation due to dislocation. Only the liner was revised. Attempts have been made and no further information has been provided.